Manufacturer narrative:
This product will not be return for eval and testing. Additional info will be sent within 30 days upon receipt.

Event description:
Report received indicated difficulty advancing the stent delivery system (sds) through the vessel. In addition after the sds was retrieved, it was noticed the stent had shifted proximately on the unit. A percutaneous transluminal coronary angioplasty (ptca) was being performed to the left anterior descending artery (mid and distal). The lesion was a de novo, heavily calcified and slightly tortuous with 90% stenosis. A femoral approach was made and the guiding catheter was engaged at the target vessel and the target lesion was crossed with a guide wire. Pre-dilation with balloon was conducted and intravascular ultrasound (ivus) was performed. Subsequently attempt to deliver the cypher (2.5/28mm) sds was made, however, was difficult to advance the sds through the vessel due to its calcification. Therefore, the unit was retrieved. Upon retrieval, it was noted that the stent had shifted slightly proximally on the sds. Therefore device was not use. Eventually rotablator was conducted and a different cypher (2.5/28mm) was implanted at the site successfully. There was no pt injury reported.